Event description:
A customer technical advocate (cta) was contacted with regard to a hemoglobin result 7.8 g/dl generated using a cell-dyn 1700 analyzer and questioned by a physician. Controls were in range. The sample was repeated yielding a hemoglobin result of 9.4 g/l. Treatment to the pt was delayed but there was no impact to pt management was reported. The pt did not receive a transfusion.